Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos shows an empty aluminum package was observed, excessive wrinkling and a hole that appears to be caused from the outside in were noted on the sheet, of the product code vcp340h. Based on the photos review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a manufacturing record evaluation was performed for the finished device batch, and no related non-conformances were identified. This medwatch report is in response to receipt of a voluntary medwatch report (B)(4). Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent a left robotic assisted laparoscopic partial nephrectomy procedure on (B)(6) 2023 and suture was used. The suture was opened onto the sterile field and initial observation of the suture did not have any apparent holes. After the suture was opened it was discovered that the suture package had a small hole in it. The error was recognized quickly, but the field was contaminated, and supplies needed to be opened to maintain good sterile technique. They opened an additional suture, an extra pair of gloves, and remnants of ioban was used. This issue happened during a time in the case that was a little more intense than other times. They had just finished dissecting the kidney, the kidney was mostly closed, and were finishing up the last bit of suturing left on the kidney. No harm was caused to the patient. No further event details were provided.